Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down multiple times. The customer's blood glucose was in the 400s(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.